Event description:
It was reported the customer had a no delivery alerts on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that low battery alert is no working, screen is difficult to read at time due to scratches, condensation inside the screen and possible irregular delivery. The customer declined to speak with helpline for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.